Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head (date not reported) and subsequently lost connection to the internal device. The patient has permanently discontinued use of the device. The implanted device remains.